Event description:
The recipient is reportedly experiencing a displaced magnet. Magnet replacement surgery is scheduled.

Manufacturer narrative:
(B)(4). The recipient reportedly underwent magnet repositioning surgery. The recipient's resumed limited device use per the surgeon's instructions. Advanced bionics considers the investigation into this reportable event as closed. The recipient will be monitored per the clinic's protocol. The recipient remains implanted. This is the final report.

Manufacturer narrative:
Additional information: on (B)(6) 2017, the recipient underwent surgery to replace the internal magnet.